Event description:
It was reported that the patient underwent a laparoscopic right hemicolectomy procedure on unknown date and suture was used. On second day post-op, the suture broke inside of the patient along with wound evisceration. Per nursing notes, the patient heard a pop while coughing followed by worsening pain. On exploration the suture was broken mid strand with no fascial tears and intact knots. The wound was closed with single stranded suture in a running fashion. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.